Event description:
The percutaneous coronary intervention was for treatment of a 30mm long diffuse lesion in a heavy calcified and moderately tortuous 90% stenosed left anterior descending artery. Before use, there was no reported resistance removing the protective sheath, the balloon was soaked in saline, and air was pulled from the device outside the anatomy. Reportedly, after pre-dilatation with a non-abbott balloon dilatation catheter (bdc), an xpedition 3.5x33mm stent was implanted. An intravascular ultrasound was performed. A nc trek 3.75x8mm bdc was advanced to the target lesion without resistance for the post-dilatation of the xpedition stent, but the balloon ruptured five seconds after initiating inflation up to 12atms (atmospheres). A rupture was suspected as blood was observed inside the bdc hub. The nc trek bdc was removed from the patient anatomy without resistance and the procedure was completed using a non-abbott 3.75x8mm bdc. Once the device was removed outside the anatomy, the bdc was pressurized with an indeflator revealing a pinhole rupture that was observed in the distal part of the balloon. There was no other reported damage to the device, except the balloon rupturing. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and functional testing there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: guide wires: sion blue; fielder. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.